Event description:
It was reported that the customer experienced a low blood glucose event and that the insulin pump seemed to be over-bolusing. The blood glucose reading was 42 mg/dl, and the customer ate 40 units of carbs, bringing the reading up to 127 mg/dl. The customer stated that the insulin pump recommended a bolus amount which seemed high, so he lowered the amount, but he said that his blood glucose reading still dropped to 40 mg/dl. He said that he adjusted his insulin sensitivity settings and noticed a slight improvement. The most recent blood glucose reading was 107 mg/dl. No admission for medical treatment was reported. The reservoir showed the same amount of insulin as was shown on the status screen. He reported more physical activity recently and that he had been taking a medication for his kidneys that lowered his blood pressure. The device went through an airport body scanner but passed the displacement test. Advised him to consult a doctor regarding low blood glucose. Nothing further.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-49785.